Event description:
It was reported that in the operating room after a few hrs of injecting propofol into the pt's internal jugular vein, the user noticed a crack in the stopcock. As a result, the user clamped the side arm and continued use. There was no reported delay, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.